Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (pseudomonas aeruginosa) was misidentified as oligella ureolytica. No health impact or consequence reported. Report 2 of 2.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (pseudomonas aeruginosa) was misidentified as oligella ureolytica. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d2a. Common device name: gram negative identification panel. Investigation summary: this complaint is for misidentification of pseudomonas aeruginosa as oligella ureolytica when using phoenix panel nid (catalog number 448007) batch numbers 4233375 and 4254922. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show identifications of serratia marcescens as serratia liquefaciens, citrobacter koseri as escherichia coli and escherichia coli as shigella boydii. To investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using in house isolates p. Aeruginosa 10414, c. Koseri 8869, e. Coli 12925 and s. Marcescens 9978 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.